Event description:
It was reported that a patient presented with a dislodgement on their right ventricular (rv) lead, pulling it back into the atrium. The rv lead was explanted, and a new lead was implanted. The patient was stable before, during, and after the procedure.